Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/01/2015. The fse confirmed a leak. The fse replaced the probe wipe assembly to resolve the leak and the mechanical issues with the assembly. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak of unspecified volume near the blood sampling valve (bsv) on a coulter lh 780 hematology analyzer. The leak was contained within the instrument and no error messages were reported by the customer at the time of the event. The customer also stated that part of the probe wipe assembly was separating from the assembly and that it was making noise. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.